Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an inaccurate high issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue with the subject meter started on (B)(6) 2011 at 1 pm. She reportedly obtained a glucose reading of "200 mg/dl" on the subject meter, which she felt was inaccurate high. The patient reported that she manages her diabetes with insulin (pump therapy) and due to the meter's result, at 1pm, she self treated with insulin (novolog 2.8u). At 1:15 pm, after the product issue began, she felt shaky and her tongue became numb, which she associated to symptoms of low glucose. It is unknown if she received any form of treatment due to her symptoms. During the initial call with cca, the patient described using the correct unit of measure in the meter. While troubleshooting, the cca noted that the patient had been using expired strips and did not have control solution to do the quality control test with the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.